Event description:
An initial report of hospitalization was received by united therapeutics on 05-oct-2023 and forwarded to millyard advanced medical products, llc on 06-oct-2023. The patient reported that their pump alarmed pump failure so they attempted to switch to their backup, but it also alarmed for pump failure. The patient was unable to troubleshoot and was instructed to go to the hospital. The patient reported no changes in breathing and that they did not have any symptoms. A clinician later reported that the patient was admitted on (B)(6) 2023 to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of any symptoms, serious injury, or death, this issue is being reported out of an abundance of caution.